Event description:
It was reported that the ventilator's measured vti (inspired tidal volume) was zero after ventilation mode was switched to ps/CPAP (pressure support / continuous positive airway pressure), and that there was no alarm generated. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. No fault was found and no parts were replaced. The device logs were downloaded. The reported issue of the ventilator not alarming in the ps/CPAP mode could not be reproduced during the on-site tests. However, on one occasion, when switching to the ps/CPAP mode the ventilator went to the backup mode w/o that the apnea time delay had passed and alarm for no pt effort was generated immediately. The cause to why the alarm was generated immediately has not been determined. Ps/CPAP is a spontaneous mode of ventilation. The pt initiates the breath and the ventilator delivers support with the preset pressure level. If the apnea alarm limit is reached, the ventilator automatically switches to the backup mode which is pressure control and alarm for no pt effort is generated. Evaluation of the device logs for the date of event shows that the apnea delay time was set to 20 seconds. The log also shows that 20 seconds after switching to ps/CPAP mode were alarms for no pt effort, low minute volume and respiratory rate generated. The reported issue that the ventilator didn't alarm cannot be confirmed in the device logs. The pre-use checks before and after the date of event was successful. There are no technical alarms in the log. The final conclusion is that the ventilator generated current alarm for the situation.

Event description:
(B)(4).

Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.